Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (erbe). System tested and verified as ready for use. Intuitive surgical, inc. (Isi) has not received the erbe for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the monopolar caog error c-34 showed up on the vio dv 2.0 integrated electrosurgical unit (erbe). The device was restarted, cables changed, and ports changed without effect. The surgeon stated that during this surgery they use only coagulation, so they were able to continue using bipolar coagulation. The surgery was completed as planned with the same device. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was returned for failure analysis and the reported failure (error c-34) was confirmed and reproduced. The iesu had no significant scratches or dents. The front bezel was not cracked. The iesu was in good condition.

Event description:
Refer to h10/h11 for follow-up information.